Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had migrated to a more axillary position than desired. The ICD was surgically repositioned to a more medial location. The ICD remains in service. No additional adverse patient effects were reported.